Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 3 days of data (21jan2023 ¿ 24jan2023 per the timestamp). The log file captured low voltage hazard and no external power alarms on 23jan2023 from 18:01:37 to 18:01:41, from 19:59:06 to 19:59:14, and from 19:59:41 to 19:59:46 due to losses of external power while connected to the mpu. The alarms resolved each time once external power to the mpu was restored. The system controller backup battery supported the system during the losses of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The root cause of at least one of the no external power alarms was determined to be the mpu ac power cord becoming disconnected from the wall outlet; however, the cause of the remaining no external power alarms could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number mpu-42158, was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 09mar2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage hazard and no external power alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple no external power alarms. Log files captured several no external power events on (B)(6) 2023 caused by power from the mobile power unit (mpu) being briefly interrupted. At least one of the no external power alarms was identified to be due to the power cord being pulled from the wall outlet. It is unknown what caused the other no external power alarms.